Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical territory associate (cta) that during a da vinci-assisted rectopexy surgical procedure, a recoverable fault 23094 occurred when they deployed the patient side cart (psc) for docking. The system was power cycled with no change. Error 23094 was confirmed in the logs. The technical support engineer (tse) walked the cta through an emergency power off (epo) of the system and the error persisted. The tse instructed cta to disable the universal surgical manipulator (usm3) to proceed with the procedure case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was not inspected prior to use per the initial reporter¿s knowledge. A universal surgical manipulator was confirmed to have been disabled during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified error 23094 pointing to universal surgical manipulator (usm) on arm 3. The fse replaced the usm arm3 to resolve issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Fa confirmed and replicated the reported failure (error 23904). The unit was tested on an in-house system and passed normal mode. Remote fe logged errors 23094 & 23069 pointing to the yaw. The unit was tested on a patient side cart (psc) fixture test platform (pftp) and failed yaw cva (chipencoder virtual absolute) - characterization. During inspection, cva1 flat flex cable (ffc) connection was checked, and it was good. When cva1 ffc was replaced with the gold unit, the error still existed. When the yaw cva printed circuit assembly (pca) was replaced and retested, the unit passed cva characterization. Fa reinstalled the original yaw cva pca and retested, the error returned. The unit went through more testing on a pftp (using gold yaw cva pca) and it passed all required tests. The yaw cva pca & cva1 ffc will be replaced as a fix to the reported problem. A log review confirmed the procedure date of (B)(6) 2022 on system sk4210. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.